Event description:
Hemolok was broken during use on surgery.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73f2100268. Investigation did not show issues related to the complaint.

Manufacturer narrative:
(B)(4). The customer returned one broken loose clip and one empty cartridge from one unit of 544233 hemolok ml clips 3/cart 42/box for investigation. The returned components were visually examined with and without magnification. Visual examination revealed that the loose clip was broken in half at the hinge. Damage was also discovered on the pierced bosses. Small scrapes were observed on the returned cartridge. No other defects or anomalies were observed. Evidence of use in the form of biological material was observed on the returned clip. The clip breaking in half at the hinge during ligation was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." In summary, one of the returned clips was broken at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Hemolok was broken during use on surgery.